Event description:
Patient presented to the physician with tongue pain, inability to move the tongue to the right, right-sided pain with chewing, pain with speaking that has altered speech, jaw numbness and pain, and head and neck pain. The patient was referred to speech therapy and is currently attending treatment.